Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 8300ab aortic valve was explanted after an implant duration of 3 years due to bacterial endocarditis. The explanted valve was replaced with a 25mm 11060a aortic valved conduit (avc). Per medical records the patient developed acute bacterial endocarditis and underwent redo avr, redo bentall procedure, mvr with 25mm mitris, and closure of vsd/asd. Intraoperative findings, root abscess, ventricular septum and aorto-mitral curtain were involved. The previous graft/valve were removed, after all infected tissue debrided, a 25mm avc was implanted with sutures and secured with cor-knots. The patient was transferred to the ICU in stable condition and was discharged on pod #12.

Manufacturer narrative:
H11: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 23mm 8300ab aortic valve was explanted after an implant duration of 3 years due to unknown reasons. The explanted valve was replaced with a 25mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.